Event description:
Legal counsel for the patient reported patient underwent a left total hip arthroplasty on (B)(6) 2001. Patient medical records provided indicate a revision procedure was performed on (B)(6) 2009 due to acetabular liner wear. The modular head and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces.